Event description:
Client was in the standing position when he says the chair just tipped forward and fell with him in it.

Event description:
Client was in the standing position when he says the chair just tipped forward and fell with him in it.

Manufacturer narrative:
This chair was built according to the master record and was configured and distributed as ordered. This incident had several contributing factors. The chest bar was not installed on the chair at the time of the incident, this is a required component for safety as stated in the owner's manual. The client was being forced very forward because the lateral supports, that were installed after the chair left permobil, were hitting him in the middle of the shoulders. He could not sit against the backrest. This extreme forward position caused his center of gravity to be shifted forward which increased his tipping risk as stated in the safety rules section of the owners manual.

Manufacturer narrative:
The client is being forced into a forward leaning position by the mis adjustment of his lateral supports. The client also did not have the chest bar installed at the time of this incident. He was able to lean out even farther than normal because of this. The chair was programmend correctly and the positioning of the client lead to this incident.